Event description:
It was reported that the external pulse generator (epg) had a display problem in that the "pixels" on the lower screen were not readable. The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: the generator was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) was missing pixels. Analysis also found that the upper and lower cases and one side bail cover were broken, one side bail cover and side bail were missing, the ring cover and battery release were contaminated, the lead flex cover was corroded, the battery contacts were compressed and contaminated and the keyboard was scratched. (B)(4).

Event description:
It was reported that the external pulse generator (epg) had a display problem in that the pixels on the lower screen were not readable. The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.